Event description:
A pacemaker with defective/damage "leads" was placed on my heart on (B)(6) 2017. I was admitted to (B)(6) cardiac ICU in (B)(6) on (B)(6) 2017 and dr. (B)(6), md implanted a pacemaker on (B)(6) 2017 made by st. Jude medical (now owned by abbott laboratories) to keep my heart rhythm beating. On (B)(6) 2017, I was discharged to go home. On (B)(6) 2017, I was sent back to cardiac ICU unit at (B)(6) hospital in (B)(6). I was told by dr. (B)(6), md., (B)(6). That a "lead" had come unattached and there was blood and fluid around my heart now based upon the defective "lead". Dr. (B)(6) also advised that they would be unable to retrieve the electrodes ("skews") that came unattached in my heart. On (B)(6) 2017, dr. (B)(6), md replaced both "leads" to the pace maker (they said both leads maybe defective and they wanted to make sure the problem was corrected). A rep from st. Jude medical was in the operating room while I had my surgery and he took the defective device once removed from my heart. I need to report this defective device based upon the defective leads on the pacemaker planted inside me. Please contact me at the address below by correspondent advising if you can offer any help in this matter. Caused me to be admitted the 2nd time in cardiac ICU. Rva-lead-lpa 1200m/52 0bn028341; ra-lead-lpa 1200m/46 0bm017580.

Event description:
Add'l info received from reporter on (B)(6) 2018 for mw5073839. Defective leads of pacemaker. Update to MFR info.